Manufacturer narrative:
Device history record (DHR) review of the effected valve shows the device met specifications prior to distribution of the device. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral valve implant procedure. The minimum required vessel diameter for a 26mm sheath is 8mm. In this case, the access site diameter was greater than 8 mm, with mild vessel calcification and tortuosity. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. In this case, the vessel was of appropriate size, and per report, was not severely calcified or tortuous; however, the transfemoral tavr procedure requires the insertion of large bore devices in patients who often have pvd. The placement of sheaths and dilators in these vessels may result in damage to the vessel at the site of the arteriotomy. In this case, the patient has a history of pvd, iddm, and htn, and over a period of two days underwent multiple sheath insertions. It is likely that the combination of patient and procedural factors resulted in the reported vessel damage. No further actions are required at this time.

Event description:
As reported via the edwards clinical specialist, upon sheath removal a small patch was placed to repair the artery from multiple 24f sheath placements, between index procedure and re-intervention the following day. Additional investigation/clarification: this was an implant and re-intervention. The first case was done on (B)(6) and the reintervention was done the next day (B)(6). Surgical cut-down was done in both procedures so no closure devices were used. There was no difficulty with the dilators or the sheaths insertion. The leg vessel sizes were adequate for the procedure. The complication was due to multiple sheath insertions and occurred on (B)(6) after the second procedure. To quote the surgeon he stated the vessel was pretty chewed up, so it was not a perforation, dissection or rupture. There really was no specific injury, it was the physicians decision to repair the vessel to keep the integrity of the vessel.

Manufacturer narrative:
Note: device history record (DHR) review of the effected retroflex 3 introducer sheath device (model 9120s26) shows the device met specifications prior to distribution of the device.